Event description:
Paramedics responded to a pt, condition unk. Five countershocks were delivered and then allegedly the device failed to charge again. A backup device was obtained and used to continue treatment to the pt. There were no adverse effects to the pt reported as a result of the malfunction.